Event description:
The rn attempted to remove the triple lumen catheter (tlc) and met resistance after a 1/2 - 1 inch of removal. Xray showed that the tlc was coiled at the distal end of catheter. Interventional radiologist removed the tlc.